Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported a loose crown due to a fractured screw.

Manufacturer narrative:
The product has not been returned for review, nor have radiographs of the fractured component been provided. The complaint therefore cannot be verified. The lot number and part number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.